Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a cavitron plus g136, they allege that they have no water flow and the handpiece is heating up; no injury resulted.

Manufacturer narrative:
(B)(6) 2025. Cn hpcable # (B)(4). Handpiece #n/a 000 evaluated,meets specifications;contact customer could not replicate the issue customer is having. Found no operational issues with unit. According to customer alleged event , recommend trying different insert(s), checking insert(s) being used for any damage, wear and/or clogging as this is most likely causing the issue. Using inserts in these condition may cause low power, handpiece to heat and clogged water. Tested and recalibrated to manufacturing specifications. Qa jb note: no handpiece nor water hose with unit.